Event description:
Patient was revised due to infection.

Manufacturer narrative:
No product was returned. Product information required to review the device history records was not provided. The investigation was limited to the information provided. The investigation could not verify or draw any conclusions about the reported infection based on the provided information. Based on the investigation findings, the need for corrective action is not indicated.